Event description:
The thermogard xp ivtm system (sn (B)(6) was used to maintain normothermia. During the therapy, the thermogard system alarmed and displayed a mid:09 (air trap assembly) message. The customer noted an empty saline bag and a lot of fluid under the thermogard system, suspecting a potential start-up kit (suk) (lot #unknown) leak. The customer stated that they would use a backup protocol to maintain normothermia. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) involved in the reported complaint will not be returned to zoll for evaluation because biomed resolved the error by drying out the air trap block. The thermogard system was tested by loading a new start-up kit (suk), and the system functioned as intended. The likely root cause of the reported complaint was a leaking suk, which was not returned to zoll for investigation. Therefore, no further service was required to be performed by zoll.